Event description:
It was reported that the pt was hospitalized prior to a pump refill session and was put in an "induced coma for several weeks." The pt stated that she was unsure if she was hospitalized for withdrawal symptoms or overdose symptoms or for "other" causes. She stated that she suspected that her pump was "possibly defective" and that the event was related to "lack of medication prior to refill." The pt had since returned home and was reported to be "doing well." The medication being delivered via the device system was fentanyl. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
The pump alarm was going off on the 16th and the patient thought it was her fire alarm which she had replaced several times. The patient never thought the device could have been the cause of the alarm because her device did not need to be refilled until the 22nd, the patient started hearing the alarm on the 16th. Due to this, the patient had to be medically induced into a coma, intubated, tracheotomy, and rehabilitation.

Event description:
Additional information was received from a consumer. The patient heard a beeping for about 1/2 day, but wasn't sure what or where it was coming from. It stopped and then beeped again for some time and then ended. After some time the patient began to feel ill and the patient's spouse drove them to the hospital. The spouse told the patient that they began to convulse in the back seat of the car and by the time they reached the hospital the patient had to be sedated, intubated and put into a drug induced coma for 6-7 day waking up restrained to the hospital bed. It was later determined that the pump had run dry. Initially there had been a minimal amount of drug put in the pump and the patient was scheduled to see their healthcare professional on the 22nd with this episode occurring 6 days prior to the appointment. The patient wanted answers as to whether the pump was defective as stated as a possibility per their doctor's office. The patient wanted the manufacturer to better inform and educate patients to be able to recognize a device alert to avoid this from happening to other patients. The patient still suffers from ptsd (posttraumatic stress disorder) from what they went through. The patient's device was removed on (B)(6) 2007 or 2008 at an outpatient facility. The patient was not sure of the removal date or the name of the facility.